Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 350cc mentor smooth round moderate plus profile saline breast prosthesis on the right and a unspecified mentor saline breast prosthesis on the left, suffered bilateral deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with a 350cc mentor smooth round moderate plus profile saline breast prosthesis on the right and an unspecified implant on the left on (B)(6) 2018. This medwatch form is for the left breast prosthesis.